Event description:
Customer reported there is something caught in the c-arm, it will not move freely from ap to lateral view. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.